Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the image merges were not perfect. There was an area of the diffusion scan that overlapped the anatomy. There was no patient present when this issue was observed.